Event description:
Related manufacturer report number: 3006705815-2022-13693, 3006705815-2022-13694. It was reported the patient's leads had migrated and their ipg was turning in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the system was repositioned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.